Event description:
It was reported that after inseration of the iab, the iabp experienced helium loss alarms. Blood was also noted in the helium tubing. The iab was exchanged. There were no pt complications.

Event description:
It was reported that after insertion of the iab, the iabp experienced helium loss alarms. Blood was also noted in the helium tubing. The iab was exchanged. There were no patient complications.